Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l91a48. The device was received with the top of the I-blade upper tip broken off and it was returned with the device. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopy unknown procedure, the I-blade was broken off into the patient when the trigger was forcibly grasped. The doctor commented that he felt an uncomfortable feeling prior to closing the jaws when the target tissue was taken in the jaws. The broken piece was retrieved from the patient with a forceps and no pieces were left inside the patient. No bleeding occurred. Rf60 was used. Another device was used to complete the case. There were no adverse consequences to the patient.